Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "no patient harm. IV pump that is having an issue. The pump says "pump problem. Remove the pump from service" when turned on. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with state 1 alarm. Log files indicate dynaflo air compressor. Performed recharge test and unit failed. Installed test engineering pneumatic fixture. Performed recharge/hardware tests and unit passed. The unit has intermittent wi-fi connection due to the som module not functioning properly. The air compressor and som module will be removed and replaced during the repair process before being sent to the test line for full functional testing.